Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a corrected report was required for architect ca 19-9xr testing for one patient being monitored to aid in cancer management. An initial result of 2911 u/ml was corrected to 2058 u/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect ca 19-9xr, list number 02k91-29, manufacturing site abbott (B)(4) of this report to architect i2000sr analyzer, list 03m74-02, manufacturing site irving, texas. Manufacturer report number 1628664-2017-00202 has been submitted and all further information will be documented under that number.